Event description:
Information was received from healthcare professional (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 25 mg/ml at 4.997mg via an implantable pump. It was reported patient had a fall in (B)(6) of last year. Within a week of the fall, the pump also ran dry. Patient stated he felt withdrawal symptoms approximately 1 week before refill. No environmental/external/patient factors may have led or contributed to the issue. A dye study was performed and they were unable to aspirate catheter. Interventions/actions that were taken to resolve the issue included a pump/catheter revision. The issue resolved at the time of this report. The patient's medical history was chronic pain. Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the cause of the pump being dry was not determined. The cause of the inability to aspirate the catheter was determined to be due to the catheter kinked or occluded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6). Implanted: (B)(6) 2023. (B)(6) 2025. Product type catheter product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2016. Explanted: (B)(6) 2025. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #:(B)(6), ubd: 03-nov-2024, UDI#: (B)(4). Product ID: 8780, serial/lot #: (B)(6), ubd: 08-jun-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare professional (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 25 mg/ml at 4.997mg via an implantable pump. It was reported patient had a fall in october or november of last year. Within a week of the fall, the pump also ran dry. Patient stated he felt withdrawal symptoms approximately 1week before refill. No environmental/external/patient factors may have led or contributed to the issue. A dye study was performed and they were unable to aspirate catheter. Interventions/actions that were taken to resolve the issue included a pump/catheter revision. The issue resolved at the time of this report.